Event description:
Account reported that just as a case was starting the arm holding the balanced salt solution (bss) bottle became disassembled and the bss bottle and tubing fell to the floor ¿ though it did not smash. They found that the small pin securing both parts of the arm together at their joint had fallen out. They reported that they put the pin back in and it is in place.

Manufacturer narrative:
Field service specialist visited account after the event and replaced the bottle hanger assembly. Instrument operates as per abbott medical optics requirements. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Other was checked in error. The categories are for outcomes attributed to an adverse event. The categories are not applicable to the event. The manufacturer report number should have been 3006695864. Report source was provided. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.